Manufacturer narrative:
Journal title uncommon carotid artery stenting complications: a series by images b3 date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature event case study: 78-year-old lady, who was complaining of a recent transient ischemic attack (tia) characterized by dysarthria and right amaurosis fugax and was judged to be at high risk for cea due to a concomitant severe coronary artery disease, underwent right carotid stenting. The procedure was performed using a proximal embolic protection device (moma, medtronic, inc., minneapolis, mn, USA). After lesion pre-dilatation with an undersized semi-compliant balloon (2.5/20 mm), an 8¿10/30 mm xact stent (abbott, illinois, USA) was implanted, followed by a 5.5/20 mm semi-compliant balloon post dilatation. The angiographic result was satisfactory. Before arterial sheath removal, the activated clotting time was 256 s; 3 mg intravenous protamine was used to partially revert the periprocedural unfractionated heparin (ufh). After that, the patient complained of dysarthria and left hemiplegia. A cerebral CT excluded haemorrhagic or acute ischemic lesions, while the carotid duplex scan showed a subtotal thrombotic occlusion of the internal carotid artery close to the distal edge of the stent. A full dose of ufh was administered and within the next two hours a progressive improvement of the neurological symptoms was observed. Moreover, a series of carotid duplex scans demonstrated a progressive a nd complete spontaneous lysis of the thrombus. The angio-CT scan excluded any possible ¿stent-related¿ reasons for acute thrombosis such as vessel dissection, stent under expansion, or plaque prolapse. The assumed pathophysiological cause of stent thrombosis was a thrombotic disorder related to an unknown, at the time of procedure, antiphospholipid syndrome and the concomitant administration of protamine before sheath removal.